Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown vanguard xp medial bearing cat#:unk, lot#: unk; unknown vanguard xp lateral bearing cat#:unk, lot#: unk; unknown vanguard xp tibial tray cat#:unk, lot#: unk; unknown vanguard xp femoral cat#:unk, lot#: unk. Mark a. Klaassen, jerry l. Aikins ¿the cyclops lesion after bicruciate-retaining total knee replacement¿ arthroplast today. 2017 jul 10;3(4):242-246. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00098, 0001825034 - 2018 - 00099, 0001825034 - 2018 - 00100, 0001825034 - 2018 - 00101.

Event description:
It was reported in a journal article that the patient underwent arthroscopy seven months after total knee arthroplasty due to swelling, stiffness, pain, and limited range of motion. During the procedure a cyclops legion was found and excised.

Event description:
No new additional information is received.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00099 - 1, 0001825034 - 2018 - 00101 - 1, 0001825034 - 2018 - 00100 - 1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.